Event description:
The facility reports during the lifting of the patient, the tie bar of the chassis broke. The left leg moved immediately to the closed position, actually touching the right leg, and the hoist fell down to the floor over the patient. The patient sustained a fracture of the femur head. (B)(4).